Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Reporter email address: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens(iol) was defective, made popping sound and as doctor tried to implant the lens, but it wouldn't come out. There was patient contact and no patient injury. Procedure was completed successfully using backup lens. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 6/18/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned in its original packaging with patient identification card, patient notification card, and labels. Upon evaluation of the sample received, the plunger was in advanced position, and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material were not observed in the cartridge. The lens was got stuck at the cartridge tube and plunger overrides it. Based in the analysis the reported issue of stuck in cartridge was not verified, bit as the lens was too hard inside the cartridge it was not possible to remove it from the device to verify its condition. The reported lens damaged could not be verified. Due to the condition of the sample returned product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.